Event description:
Caller reported a tandem mobi cartridge alarm that occurred multiple times during pumping, but there was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.